Event description:
It was reported that when using the bd pyxis¿ es server, medstation not operated and impacting whole hospital. User reported unable to access medication from ed and pacu station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not operating. A technical support specialist (tss) remotely accessed the server through securelink and contacted the pharmacy director to discuss the reported issue. The tss reviewed system status and confirmed that carefusion coordination engine activity showed no disconnection or message processing delays, then restarted key services as a precaution. Further review identified intermittent delays related to patient and pharmacy order interfaces and found multiple stations offline and operating under critical override. The tss communicated these findings to site leadership, joined a coordination call with the hospital information technology team, and confirmed that a network issue earlier that evening was contributing to the condition. After corrective actions were performed by the customer team, the tss verified that most stations returned to normal operation, with one station remaining under investigation. Follow-up confirmed that the remaining station later came back online, normal operations were restored, and customer approval was received to proceed with case completion. The system functioned as intended after the technical support specialist inspected the issue.